Event description:
A pt in china was undergoing continuous renal replacement treatment that involved a prisma m100 pre set ckt. During treatment the nurse observed blood leaking from the return line near the venous blood port. Treatment was stopped when the nurse observed the blood leak. No further info was provided.

Manufacturer narrative:
The review of the prisma m100 pre set and ckt device history record and complaint history files for lot number 14e2109 shows that there is another complaint related to external blood leakage or related non-conformity. The prisma m100 pre set ckt was discarded and not available for inspection. Pictures of the involved produce were provided. It was not possible to determine the root cause of the external blood leakage from the pictures provided. No damage could be seen in the pictures.